Event description:
It was reported that although upper and lower endoscopies could not find hemorrhagic lesions, a small bowel capsule endoscopy revealed the dilated capillaries and frequent erosions, which were considered to be the source of bleeding. The doctor had a negative judging against the idea that the patient's disease was organic. The final diagnosis by a gastroenterologist was that it was associated with anticoagulant therapy and vad use. Occasionally, anemia progresses due to oozing, but it is not a situation where bleeding is persistent, and it has been confirmed that there is no bleeding during the stable period. If bleeding in the digestive tract was suspected, the patient will undergo fasting therapy and anticoagulant will be controlled at the range between 1.5 to 2.0 inr during the fasting. Since the patient was high on the waiting list for heart transplant, careful management was maintained. The type of infection was determined to be staphylococcus lugdunensis. Since the patient was negative for crp on admission, the infection was controlled by oral administration of antimicrobial drug. The possibility that the infection is related to the device is undeniable; device infection is suspected.

Manufacturer narrative:
The patient's previous gastrointestinal bleeds are referenced in MFR numbers 2916596-2021-07806, 2916596-2021-07807, 2916596-2021-07808, 2916596-2021-07810, 2916596-2021-07811, 2916596-2021-07812, 2916596-2021-07813, 2916596-2021-07815, 2916596-2021-07816, and 2916596-2021-05620. The patient also had a prior infection admission in 2916596-2021-07821. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate (hm) ii left ventricular assist system (lvas), (B)(6) and experienced more gastrointestinal bleeding on (B)(6) 2021 (refer to MFR#2916596-2021-05620). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 18oct2016. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Heartmate ii lvas IFU lists bleeding, device thrombus, infection, neurologic dysfunction, and stroke as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The patient care and management section provides information on controlling infection. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section b5: the patient's additional hospitalization for gastrointestinal bleeding was reported under MFR # 2916596-2021-05620. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient developed neurological dysfunction for longer than 24 hours. A computed tomography (CT) scan was performed which showed multiple subdural hematomas in both sides of the patient's brain. The patient was experiencing symptoms of left facial nerve paralysis and hypesthesia in the distal end of their left wrist. The patient was treated with anticoagulant therapy of warfarin and heparin. The patient's doctor thought the event had been caused by medical management and was not related to the device. The patient was unable to be weaned away from oral antibiotics due to a suspected device infection. The patient's status progressed without neurological sequela. The cause of the patient's brain status was a minimal brain aneurysm rupture from the infection or a thrombus event caused by the anticoagulation regimen having to be reduced. Thrombus was not confirmed and the patient was discharged on (B)(6) 2021. The patient was hospitalized again due to frequent gastrointestinal bleeding. The patient's status was progressing without pyrexia and enhancement of inflammatory reaction due to oral antibiotics.

Manufacturer narrative:
The patient was admitted (B)(6) 2021 for bleeding as referenced in MFR# 2916596-2021-05620. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced gastrointestinal bleed on (B)(6) 2021. Less than 4 units of red blood cells were transfused and warfarin was administered. The steady flow of the heartmate 2 pump might create an arteriovenous fistula.